Manufacturer narrative:
.

Event description:
It was reported that during normal follow-up, loss of capture and a decrease in sensing were observed. Patient was asymptomatic. Lead was capped and replaced. Patient is doing well and will be monitored with routine follow-up.